Manufacturer narrative:
The electrode lot number and its expiration date were not provided. The customer replaced the electrodes and solutions and did not report any other issues after the replacement. The event's cause could not be determined based on the provided information.

Event description:
The initial reporter received questionable na electrode results from patient samples tested on the cobas 6000 c501 module. The initial na results were reportedly around 120-125 mmol/l and pathological. The repeat results were in the normal range and non-pathological. The reporter stated they also had ion-selective electrode (ise) errors.